Manufacturer narrative:
E1 - initial reporter facility name: (B)(6).

Event description:
It was reported that partial deployment and stent damage occurred. The 60% stenosed target lesion was located in the moderately calcified superficial femoral artery. A 6 x 40 x 130 innova was selected for percutaneous transluminal angioplasty (pta) and stent implantation in the lower extremity artery using an antegrade approach. However, during deployment, it was noted that the stent was stuck in the lesion and stretched by 3cm. The stent was subsequently removed using the guiding catheter, and the procedure was not completed due to this event. No complications were reported, and the patient was stable post-procedure.

Event description:
It was reported that partial deployment and stent damage occurred. The 60% stenosed target lesion was located in the moderately calcified superficial femoral artery. A 6 x 40 x 130 innova was selected for percutaneous transluminal angioplasty (pta) and stent implantation in the lower extremity artery using an antegrade approach. However, during deployment, it was noted that the stent was stuck in the lesion and stretched by 3cm. The stent was subsequently removed using the guiding catheter, and the procedure was not completed due to this event. No complications were reported, and the patient was stable post-procedure.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). Device evaluated by MFR: the outer sheath, tip, inner sheath and the remainder of the device were checked for damage. Visual examination revealed that there was a kink at the nose cone. Microscopic examination revealed no additional damages. Inspection of the remainder of the device, revealed no other damage or irregularities. Product analysis confirmed that sheath is kinked.